Event description:
Event description guidant received information that these atrial and ventricular leads, have exhibited impedance measurements of greater than 2500 ohms, and lead fractures are suspected.